Event description:
It was reported intermittently that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. On (B)(6) 2026 customer experienced a blood glucose (bg) level of 570 mg/dl. Customer gave a manual injection to address bg level. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. Customer continued to use the pump for insulin therapy.